Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided wall power adapter and usb cable, which resulted in the pump shutting down. There was no adverse impact to the customer's blood glucose. Reportedly, the pump successfully began charging with an alternate usb cable and wall adapter.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. There was no adverse impact to the customer's blood glucose. Reportedly, the pump successfully began charging with an alternate usb cable and wall adapter.